Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a procedure performed on (B)(6) 2020. According to the complainant, during laser surgery, while trying to remove a 1.9 mm stone, the basket detached into the patient's ureter. The detached basket was retrieved using a piranha forceps and the procedure was continued as planned. There were no patient complications as a result of this event. Additional information received on january 22, 2021: the zero tip basket was used in the ureter during a ureteroscopy procedure. The procedure was completed with another zero tip basket.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a procedure performed on (B)(6) 2020. According to the complainant, during laser surgery, while trying to remove a 1.9 mm stone, the basket detached into the patient's ureter. The detached basket was retrieved using a piranha forceps and the procedure was continued and completed as planned. There were no patient complications as a result of this event.